Event description:
During surgery, dr spilled a permanent silicone occlusive dressing into hair 3" from scalp - hair is 36" long. It cannot be removed, they had no msds, pt was advised to use carcinogenic solvents to remove it - including hepatane, hexane, solvents to remove . Including heptane, hexane, toluene. It pain medications - percocent, admitted to ER for complications related to surgery, continuing follow up with pulmonary physicians, pt considers unrelated to the silicone in hair.